Manufacturer narrative:
The field engineering specialist replaced all the electrode. He replaced the sipper and sipper tubing. The rinse volume was out of specifications so he cleaned the rinse mechanism lines and the nozzles. He performed ise check testing and mechanism check testing with acceptable results. He replaced the internal standard and dilution solution. The customer ran calibration and qc testing with acceptable results. A specific root cause could not be determined. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient sample tested on a cobas 6000 c (501) module. The initial results were as follows: sodium 160 mmol/l, chloride 122 mmol/l, potassium 7.0 mmol/l. The same patient sample was tested on another analyzer with the following results: sodium 136 mmol/l, chloride 102 mmol/l, potassium 4.4 mmol/l. The initial results were reported outside of the laboratory. The patient was admitted to the emergency room to have a new sample collected. The result from the new sample were normal (specific results not provided) so no treatment was provided. There was no adverse event. The results from the other analyzer were deemed to be correct. Qc results prior to the event were acceptable but after the event, they were out of range. The sodium electrode lot was p0400, the chloride electrode lot was d52, and the potassium electrdoe lot was t62.